Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of a nexsys pcs 300 device with an non-functional fan. The circuit board component that runs the fan was found to be at fault and was returned to haemonetics for evaluation. Haemonetics has sent a replacement component to the customer site to be installed by the on-site technician. The technician is responsible for the repairs necessary to replace the damaged component. The on-site technician completes any calibration activities required and ensures the unit meets manufacturer specifications prior to being returned to service. The component was received at haemonetics for evaluation on january 29, 2019. Evidence of thermal decomposition was observed on the returned component during evaluation on april 17, 2019. The device will detect any hardware failures and will not pass the post (power on self test protocol) until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics received a report of a nexsys pcs 300 device with an non-functional fan. The circuit board component that runs the fan was found to be at fault and was returned to haemonetics for evaluation. Haemonetics has sent a replacement component to the customer site to be installed by the on-site technician. The technician is responsible for the repairs necessary to replace the damaged component. The on-site technician completes any calibration activities required and ensures the unit meets manufacturer specifications prior to being returned to service. Evidence of thermal decomposition was observed at haemonetics on april 17, 2019 during the analysis of the returned component. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor. Haemonetics has previously submitted a medwatch for this type of failure, as such an MDR is required.